Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Visual/physical examination testing revealed that the; gantry inside cover, upper pos cover and x-stage cover needed to be replaced. Once replaced the system functions as intended and passed checkout. Analysis on the returned x-stage cover determined that it failed in visual and physical examination. The x-stage is seen with bent tongs and scratches caused by physical damage. Upper pos cover and gantry inside covers were not returned to the manufacturer for testing.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the lower inner cover was found catching when the door is opening and closing. It was also noted that ¿the skin peeling looks like a possible safety hazard¿. There was no patient involvement.